Manufacturer narrative:
A philips technical consultant (tc) visited the customer site. During the evaluation the tc determined that the x3 was running fast spo2 software, while the internal hardware configuration supports masimo spo2. This represents a hardware/software option mismatch. Fast spo2 software is not compatible with masimo spo2 hardware and cannot drive masimo measurement circuitry. The tc stated that the customer purchased hardware from a third-party vendor. The x3 in question did not have the correct software or spo2 connector used at this customer site. The tc determined that the device would need to be sent to bench repair. This report is based on information provided by the philips authorized repair facility. A diagnostic testing and visual inspection were performed and confirmed the issue as described. The cause was identified as an incorrect product identification setting, which was listed as philips fast spo2 (sp1) instead of the correct masimo (sp5) with basic event surveillance (co6) configuration. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was an incorrect identification setting. A software update and correction of the product identification were performed and successfully completed. Following this update, comprehensive testing and verification confirmed that all measurement functions, including spo2, are operating properly. The device was returned to full functionality and returned to the customer.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that when the cable is plugged in, the device does not read spo2 correctly. The device was in use on a patient at the time of the event. There was no adverse event reported.